Event description:
It was reported after the first inflation of this balloon catheter to it's rated burst pressure during an iliac angioplasty procedure, dissection of the artery occurred. No malfunction of the device was reported. A stent was placed to treat the dissection without incident. The patient's condition is good. Since no malfunction of the device was reported, co believes this event was due to a procedural incident and do not attribute it to the device.